Event description:
Ous MDR - inappropriate shock deliveries were reported. The date of implant was not communicated to us.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation 19 cm distal of the connector pin and fraying of the coating of the rope conductor to the vcs shock coil in this area, could be detected. The fraying of the insulation requires an excessive mechanical load on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. The deformations of the shock coils are probably a result of the explantation process. The analysis did not find any manufacturing error or material defect.